Event description:
The customer received a blood glucose reading of 304mg/dl on the contour next link meter. He tested his blood on a different meter and it indicated the reading was outside of the meter's readout range on the high end. Depending on the specific reading, the difference between the two could fall in the "c" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. A new meter and sample strips were sent to the customer.